Manufacturer narrative:
H10: the complaint was reassessed as si and is reported under emdr number 3006260740-2020-02873. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however two electronic videos were provided and reviewed. The investigation is confirmed for leakage observed in the videos. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000285 feeding device allegedly leaked . This information was received from one source. One patient was involved who experienced seizures. The age and weight of the female patient was not provided.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however two electronic videos were provided and reviewed. The investigation is confirmed for leakage observed in the videos. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 000285 feeding device allegedly leaked. This information was received from (B)(6). One patient was involved with no reported patient injury. Age, gender and weight of the patient was not provided.